Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with juvéderm volbella® xc in the lip¿s, awoke the next morning with pain and discoloration along the left side of the face characteristic of vascular occlusion. The patient was treated with hyaluronidase, nitro paste and oral vasodilation medicines. The patient improved significantly shortly after hyaluronidase was administered, but symptoms are ongoing.